Event description:
It was reported that the lesion treated was located in the mid rca. One endeavor sprint rx stent was implanted (3.5 x 9mm). After initial pci, there was dissection of the vessel. Therefore, emergency pci of target vessel was carried out. The first lesion to be revascularized was the ramus branch. The indication for revascularization was objective signs of ischemia at rest or during exercise test. One endeavor sprint rx stent was implanted (3.0 x 15mm). The second lesion to be revascularized was the distal rca (target vessel). (MFR report# 2953200-2008-00511-00513). The investigator indicated that the revascularization event was related to the endeavor sprint device. One endeavor spring rx stent was implanted (3.0 x 9mm). The same day, the patient suffered an acute non-stemi as a result of dissection of the vessel, after initial pici. The investigator has indicated that the event was related to the target lesion and the endeavor spring device. Location of infarction was posterior, inferior. The pt was asymptomatic at the 30-day follow-up stage. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: (lack of information). (Secondary intervention).